Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The caller indicated that they were planning to return the explanted ins and needed the report number.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an external device. It was reported that the patient's second charge session produced significant discomfort for the patient. The caller states the patient was having pain at the implantable neurostimulator (ins) site as well as burning, stinging sensation. The caller states the ins is depleted upon the patient's appointment today but the patient claims the ins was at 30% at 3 am this morning. Caller had tried to interrogate today and said she saw the message 'system fully reset' which the caller expected with depleted ins. The patient states that for their charge session, the second session was no longer than the first but produced this discomfort. Agent reviewed options as far as adjusting charge speed, ensuring there is a shirt/cloth between the wireless recharger and ins but caller notes that the patient has already brought up the consideration of removing the system. Caller noted at the end of the call that she would check the system/impedances and go from there.

Event description:
Additional information was received from a manufacturer representative (rep) stating the cause of the discomfort and burning was not determined. The impedance test was normal. On (B)(6) the recharging speed was decreased to 3 and the patient was programmed with only 1 group. Rep reports the patient is still complaining and the physician plans to replace the battery on (B)(6) 2025. Additional information was received from a patient stating on (B)(6) their skin was tingling and burning when they took the charger off their skin. Patient notes it felt like being prodded with hot knives. On (B)(6) patient had several episodes of burning/stinging/shocking sensations throughout they day and could not walk without assistance. Each time they were not able to touch their skin against anything. On (B)(6) those sensations were severe and their pain was a 10/10 each time. Patient was advised to turn stimulation off, but when they tried to get out of their recliner they had the worst pain yet. They turned the stimulation back on and set it to group a and that made the pain intensify more so they turned the stim off again. When taking a step on the left leg that pain intensified even more. On (B)(6) the patient got up at 3am with back pain, turned the stimulator on, and the shocking/burning sensations continued. On (B)(6) they had an appt where the rep tried to connect to stimulator but the battery was dead. They charged it to 20% and she cleared all settings. On (B)(6) they had a doctors appointment where they reset their stimulator settings. Patient tried walking again and only had mild sensations. On the drive home they had 2 separate jolts down their left leg causing an involuntary jerk. On (B)(6) the site of the battery pack was burning intensely, and could not sit down without extreme pain, and the pain intensified with every movement. Patient notes they are being shocked whether the unit is on or off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.